Event description:
IV tubing was inadvertently loaded backwards in the infusion pump which could have resulted in medication not being administered and patient's blood being drawn back into the IV line. Because of complex conversion process at our facility to the new infusion pumps, we requested manufacturer to wait until the install was completed before discussing this issue with us. The manufacturer responded with additional training when the misloaded tubing was discovered. We feel that the design of pump channel and/or IV tubing loading process allows a clinician to easily misload IV tubing if the clamp slides too far down the tubing (away from the first access port). The loop caused by this positioning of the clamp (which is also the key to open the pump door) made it difficult to determine which tube was the distal end of the tube.we attempted various ways to misload the tubing in a way that will "trick" the pump into working, and found two ways to do this easily. The pump design relies on its labeling as well as the nurse remembering to trace the IV line from the bag to the patient on every load. There does not seem to be any safe guard against this human factor in the design of the pump. However, the pump does alarm with an "occlusion" if it is started with misloaded tubing, but there is nothing to prevent the tubing misload from happening in the first place.

Event description:
IV tubing was inadvertently loaded backwards in the infusion pump which could have resulted in medication not being administered and patient's blood being drawn back into the IV line. Because of complex conversion process at our facility to the new infusion pumps, we requested manufacturer to wait until the install was completed before discussing this issue with us. The manufacturer responded with additional training when the misloaded tubing was discovered. We feel that the design of pump channel and/or IV tubing loading process allows a clinician to easily misload IV tubing if the clamp slides too far down the tubing (away from the first access port). The loop caused by this positioning of the clamp (which is also the key to open the pump door) made it difficult to determine which tube was the distal end of the tube.we attempted various ways to misload the tubing in a way that will "trick" the pump into working, and found two ways to do this easily. The pump design relies on its labeling as well as the nurse remembering to trace the IV line from the bag to the patient on every load. There does not seem to be any safe guard against this human factor in the design of the pump. However, the pump does alarm with an "occlusion" if it is started with misloaded tubing, but there is nothing to prevent the tubing misload from happening in the first place.